Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit is giving multiple gas alarms. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields - d5. Additional poc - (B)(6). A getinge field service engineer (fse) verified that unit producing multiple gas loss alarms. Found that solenoid control board was defective. Replaced solenoid control board. Performed complete calibration and function check. Pm was also completed. Released unit for clinical use.